Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de novo and concentric. Aha/acc classification of the vessel was a type a. The lesion length was 16.45 mm and vessel diameter was 2.5 mm.the procedure was an elective case. Pre-dilation was not conducted. A cypher (2.5x18mm) (lot i0206100) was implanted at 14 atmospheres (atm) for 30 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Four days after the procedure, the patient complained of chest pain while receiving treatment by the general surgery. Changes in ECG were observed, but coronary angiography (cag) was not conducted. Two weeks later, cag was conducted and thrombus was observed in the implanted cypher stent and distal. To treat the thrombus, balloon angioplasty (poba) was conducted with a balloon (3.0x15mm) at 18 atm for 60 seconds. Poba was conducted 7 times in total. Patient is in stable condition. Physician's comment: the probable cause of the thrombotic event was because the target vessel was tapered towards the distal end and therefore, the proximal end of the cypher stent was under dilated.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis.